Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Patient's mother stated that the patient had itching on the thigh, below the sensor adhesive. Affected area was treated with triamcinolone ointment 0.025%, prescribed on (B)(6) 2016 for a previous reaction. Additional event or patient information was not provided. The sensor was inserted into the thigh. The dexcom g5 mobile cgm system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.